Manufacturer narrative:
(B)(4). Concomitant medical devices- unknown multipolar bipolar cup, unknown biolox delta head, unknown liner, unknown stem. No devices were received; therefore the condition of the components is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause could not be determined with information available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer (B)(4) will continue to monitor for trends.

Event description:
Legal counsel for patient reported pain 2 years post-implantation there has been no reported revision procedure.